Manufacturer narrative:
Investigation report attached is on retained samples by the manufacturer only. Pending return of samples from customer for further investigation. 03/21/25: customer never returned samples. Final investigation attached is on retained representative lot since the lot number for the reported product was unknown.

Event description:
The customer reported a syringe with residuals after infusion of dextrose. No patient harm, medical intervention or hospitalization. Additional devices used: bbraun perfusor space syringe pump.

Event description:
The customer reported a syringe with residuals after infusion of dextrose. No patient harm, medical intervention or hospitalization. Additional devices used: bbraun perfusor space syringe pump.

Manufacturer narrative:
Investigation report attached is on retained samples by the manufacturer only. Pending return of samples from customer for further investigation.